Event description:
Boston scientific received information that the pace/sense portion of this right ventricular (rv) lead was capped and replaced with a new pace/sense rv lead for increased thresholds and high out of range pace impedances. The shock channel for the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.